Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the instructions for use (IFU) for the gore excluder aaa endoprosthesis states: adverse events that may occur and / or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g. Stroke paraplegia, paraparesis).

Event description:
On (B)(6) 2013, this pt endovascular treatment for a type a uncomplicated thoracic aortic dissection that extended from the aortic arch just distal to the brachiocephalic artery, down to the right renal artery. The pt was also treated for a false aneurysm that was discovered when scanning the pt's thoracic aorta. Two conformable gore tag thoracic endoprosthesis were deployed and landed without incident to the descending thoracic aorta, and the left common carotid and left subclavian artery were stented with balloon expandable stents. Gore excluder aaa endoprostheses featuring c3 delivery were deployed intrarenally, and extended down to the origin of the internal iliac arteries. Final run showed all grafts successfully implanted without incident. The pt tolerated the procedure. The pt awoke with paralysis/paraplegia and was unable to move either of his legs. The pt was treated with a spinal lumbar drain and elevation of his blood pressure; and shortly thereafter regained movement in both legs. As of (B)(6) 2013 the pt had regained full movement in both legs. On (B)(6) 2013, the pt underwent endovascular re-intervention for a type iii endoleak. The overlap zones of the devices were ballooned and the endoleak was resolved. On (B)(6) 2013, the pt was found unresponsive with no cardiac output in his hospital bed. Cardio pulmonary resuscitation was performed but the pt was unable to be resuscitated. The cause of death is unknown.